Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.100 miu/ml with a data flag and was reported outside the laboratory. The result was questioned by a doctor who stated the patient was seven weeks pregnant and asked for a rerun of the sample. The same sample was retested on the original analyzer and the result was 10000 miu/ml with a data flag and 63618 miu/ml with a data flag when automatically repeated with a 1:100 dilution. The same sample was retested on cobas e601 serial number (B)(4) and the result was 10000 miu/ml with a data flag and 69676 miu/ml with a data flag when automatically repeated with a 1:100 dilution. The result of 63618 miu/ml was believed to be correct and reported. The patient was not adversely affected. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative determined the reagent probe was misadjusted. He adjusted the reagent probe and replaced the reagent seals as a precaution. He also flushed the reagent and sample probe. To verify the analyzer operation, he performed an hcg sample precision run and the customer verified controls were within range.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was using a too short centrifugation time and a too high centrifugation force when compared to the tube manufacturer's recommendations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.